Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device started up at 06:02:35 on (B)(6) 2025. At 18:44:32 on (B)(6) 2025, an arrhythmia was detected. ECG shows af/af with rvr from 70-170 bpm with nsvt/pvcs. At 18:45:06, the patient received the inappropriate treatment. Af with rvr and nsvt contributed to the false detection. The rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs. Post shock rhythm was asystole with unconducted p waves for 8 seconds transitioning to sinus bradycardia from 15-40 bpm with pvcs and hb/unconducted p waves. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device shut down at 18:53:31 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for not passing was isolated to broken pulse wire pins. The root cause for the damaged pulse wire pins could not be positively identified. The damaged electrode belt did not cause or contribute to the adverse event.